Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a high blood glucose of 412 mg/dl and multiple no delivery alarms. Customer's current blood glucose was 223 mg/dl. Customer treated with the pump and reported that he had contacted his health care professional. Customer declined further troubleshooting for the high blood glucose because, the pump is delivering insulin and his blood glucose is dropping accordingly. Customer mentioned that the infusion set cap looks crooked when it is on the reservoir. Customer's blood glucose was 136 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set for analysis.